Event description:
It was reported by the rep the device was used during a sigmoid colectomy. It was reported the surgeon noted bleeding across entire length of staple line after using the tlc75. The surgeon used silk to oversew staple line to control bleeding. There was no consequence to the pt.